Manufacturer narrative:
One portex® bivona tts¿ tracheostomy tube was received for analysis. The customer's reported problem was "pin hole leaks in the pilot balloon when inflating with water". Using an inflation test procedure, 15cc of air was applied to the device and a leak was detected on cuff. Using magnification a hole was found and the area appeared to be abraded/damaged. All device cuffs are 100% leak tested prior to packaging. The investigation did not reveal any intrinsic manufacturing defects with the returned device. The device history record was reviewed and found to be complete with a manufacturing date of october 2017.

Event description:
It was reported that a client has consistently had problems with a portex® bivona® tts¿ tracheostomy tube developing pin hole leaks in the pilot balloon when inflating with water. The client is not exceeding the recommended amount to induce overinflating of the balloon. No patient injury was reported.